Manufacturer narrative:
The report that the device was in service app was confirmed. As received, the device was inoperable. Attempts to put the device into therapy app state were unsuccessful and ipg logs were not recoverable. The service app state occurred on the day of explant. There is guidance noted in the clinicians manual regarding the use of electrosurgery devices.

Event description:
Surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg became unable to communicate with external devices. Troubleshooting was able to resolve the issue, however, the ipg received a low battery warning. As a result, surgical intervention may be undertaken to address the issue.